Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced. The patient tolerated the procedure well and did not experience any adverse events before, during and post procedure. The patient would be monitored remotely via merlin.net.